Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral ptosis, right breast capsular contracture. (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 700cc gel breast prostheses developed bilateral breast ptosis and capsular contracture (baker grade unknown) in her right breast after implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2019. The patient later underwent replacement surgery with mentor memorygel breast implant 750cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.